Event description:
It was reported "when the doctor inserted the catheter, doctor found that the balloon could not pass through the sheath, and repeated attempts were failed. Replace another catheter and insert smoothly". Additional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "when the doctor inserted the catheter, doctor found that the balloon could not pass through the sheath, and repeated attempts were failed. Replace another catheter and insert smoothly". Additional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number on the returned iabc. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the original packaging tray, the supplied 40cc driveline tubing, the short and long arterial pressure tubing, a dilator and a teflon sheath. Upon return, the supplied guidewire was noted inserted through the iabc distal tip; a portion of the guidewire was noted unraveled. The one-way valve was tethered and connected to the short driveline tubing. The bladder was loosely wrapped. Bends to the central lumen were noted at approximately 9cm and 37cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 9cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not pass through the sheath" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted bent near the iabc distal tip and resistance was noted upon passing the guidewire through the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.